Manufacturer narrative:
H.6. Investigation: customer returned two (2) loose 29gx12.7mm, 0.3ml bd insulin syringes. Customer reported that the stopper was damaged. Both returned syringes were examined, and both exhibited damaged/disfigured stoppers. A review of the device history record was completed for batch # 6137587 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries were looked at, nothing pertaining to the defect was found. Root cause for this defect cannot be determined.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp stopper was damaged. This was discovered before use. The following information was provided by the initial reporter: customer reported that the stopper was damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp stopper was damaged. This was discovered before use. The following information was provided by the initial reporter: customer reported that the stopper was damaged.